Event description:
A customer reported that the unit of measurement setting of their freestyle flash changed. The customer observed a low battery icon. The customer did not report observing any error messages. The time and date settings stored in the meter changed. This meter is one where the units of measurement can be changed inadvertently. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction on 19 feb 07.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.